Manufacturer narrative:
There was no impact to a pt as a result of this event. The instrument performed within specifications. This event is being reported, because it occurred in a potentially biohazardous environment.

Event description:
Customer reported having buffer solution splashed in her eye while running a pt sample on the instrument. Customer was advised to wash the eye at a wash station at the facility and she proceeded to do so. There was no impact to a pt as a result of this event.